Manufacturer narrative:
The insulin pump had a cracked display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a cracked case at the reservoir tube window corner.

Event description:
Customer reported she noticed several cracks on the insulin pump. Customer reported the cracks were on the display screen. Customer also reported the crack was on the reservoir pars and was concerned on the impact of the integrity of the mechanism. Customer stated the device has not been dropped because she keeps it in a holster. Customer was unsure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.